Manufacturer narrative:
Upon further inspection of the casters, the account found that the octagon opening in each caster stem was "wallowed" out, causing the hex rod to slip out of the opening. Replacement casters were sent to the account. The account has not completed repairs.

Event description:
The account stated when the brake is applied at the foot end of the bed, the head end casters will still move.